Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. Customer's blood glucose level was 488 mg/dl at the time of incident. Customer reported insulin flow blocked alarm during bolus. Customer declined troubleshooting. Customer was not using auto mode feature at the time of incident. The insulin pump will not be returned for analysis.